Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during testing, a line was observed on the display. Unrelated to this issue, the audio bolus button cover was peeled off and torn. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 04/27/2016.